Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment, bleeding continued. Manual compression was applied for thirty minutes to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.